Event description:
Device analysis found a separating downstream occlusion (dso) seal and contaminated printed wiring assembly (pwa). There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date.h3: one device was received for evaluation. The device had not been in for service before. The downstream occlusion (dso) was separating from the bezel and there was contamination in the printed wiring assembly (pwa). They replaced the pwa board to resolve remote dose connector and severe contamination throughout main board. The device then passed all tests after repair.